Manufacturer narrative:
(B)(4). A therapy date of each of the concomitant devices is unknown. Device history records review was completed for part# 02.124.410s, lot# 9793357. Manufacturing location: (B)(4), manufacturing date: jan 27, 2016, expiry date: jan 01, 2026. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was not received in the original packaging. The part#/lot# etched on product match to complaint system and DHR. The returned plate is broken at level of hole va-2. The raw material used for this plate is article (B)(4)/ lot 19100. The raw material certificate has been reviewed. In the certificate it is reported that the material fulfils the specification. The returned plate was re-inspected for all the features pertinent to the complaint condition. The plate is broken at the level of the hole va-2. The holes closest (hole 3, 4, 5) were re-inspected and found to be conforming to all specifications (hole 1 could not be measured due to damage) . The plate thickness and width were measured in different points of the plate and found to be conforming to all specification. Since the shaft and the holes are manufactured in the same production step, using the same cnc program and tools (repeated features) it is conclude that the returned plate was conforming to specification. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Complaint is disposed as confirmed due to evidence that part is broken, but it's considered not valid for (B)(4) because there is no evidence of issues manufacturing related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: 1x cortex screw ø 4.5mm, self-tapping (part 214.836 lot l013705); 1x va locking screw stardrive® ø 5.0mm (part 02.231.236s lot 9747142); 1x va locking screw stardrive® ø 5.0mm (part 02.231.270s lot 9310584); 1x va locking screw stardrive® ø 5.0mm (part 02.231.234s lot 9606642); 1x va locking screw stardrive® ø 5.0mm (part 02.231.260s lot 9136189); 1x va locking screw stardrive® ø 5.0mm (part 02.231.236s lot 9280612); 1x va locking screw stardrive® ø 5.0mm (part 02.231.240s lot 9796457); 1x va locking screw stardrive® ø 5.0mm (part 02.231.234s lot 9068241); 1x va locking screw stardrive® ø 5.0mm (part 02.231.246s lot 9772429); 1x va locking screw stardrive® ø 5.0mm (part 02.231.270s lot 9310584); 1x va locking screw stardrive® ø 5.0mm (part 02.231.275s lot 9852724).

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). This report is for unknown unknown - plate condylar/unknown lot number. Original implant date was sometime in (B)(6) 2016. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the patient had suddenly pain on the distal femur on (B)(6) 2017. X-rays were taken the same day and it was seen that the variable-angle condylar plate had fractured. The plate was implanted in (B)(6) 2016 and was revised on (B)(6) 2017. No information available about patient condition and outcome. This complaint involves 1 part. This report is 1 of 1 for (B)(4).